Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed and was repaired and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
Incomplete mesh was reported for this mesher. This occurred on cadaver skin therefore no harm or delay. There was no adverse event reported as a result of this malfunction.